Event description:
On 06/08/2009, the patient reported that she discovered a "nick" in the infusion tubing and insulin was leaking. She changed the infusion tubing and had no further issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.